Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in the mildly tortuous mid rca. It was attempted to implant the orsiro mission distal to a previously placed stent. But despite pre-dilatation, the previously implanted stent could not be crossed with the device. After withdrawal, a stent deformation was detected at the proximal edge. Another stent was used to complete the intervention.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.